Manufacturer narrative:
(B)(4) - on august 27, 2018, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse replaced a usm to resolve the issue. The fse then tested the system and verified that it was ready for use. The usm was returned to isi for evaluation and the customer reported failure (system error 319) was replicated in normal mode on an in-house system. Isi has reviewed the site¿s system logs with a procedure date of august 23, 2018. The system logs reveal that the system error 319 was generated three times during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff encountered a system error 319 issue. Although the da vinci surgical system was in an acceptable and operable state, the surgeon made the decision to complete the surgical procedure using 3 robotics arms and an extra 5 mm assist port was placed. There is no indication that a device malfunction occurred.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff encountered a system error 319 issue pointing to universal side manipulator (usm) #1. A system error 319 is generated when the system detects a node configured to be present did not respond during system starting up. Due to the system error issue, the surgeon decided to complete the procedure using 3 robotic arms. There was no reported injury to the patient. On august 24 and 28, 2018, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: as a result of the alleged system error issue, the surgeon placed an extra 5 mm assist port for a nurse to assist him.